Event description:
Caller reported damage to pump housing and usb port, causing an inability to charge pump, which led to a shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use mdi as backup therapy while cts sent a replacement pump with updated software and provided instructions for handling the device upon arrival.